Event description:
Healthcare worker stated that cycle had completed, but when removing the load, she experienced burning at the tip of her middle finger and spots on her right hand index and middle finger and on her palm. Symptoms lasted 2 hours and have completely resolved. Vaporizer plate reported to be inserted incorrectly (upside down).